Manufacturer narrative:
H10: the quote for onsite service was cancelled after no response from the customer. No work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not powering on at all. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit was not powering on at all. The customer informed the rse that there was no power at the start up when they were attempting to start up the unit. The issue was replicated by the biomed. The biomed also verified 120 volts (v) at the power cord and the front panel light emitting diodes (led) were illuminated but no voltage at the power management (pm) printed circuit board assembly (pcba) connector. The customer requested onsite service to resolve the issue. Onsite service is currently pending.